Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3550-39, lot# n302338, implanted: (B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 201, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that there was a lead migration. The patient complained of stimulation in the ribs and upper back; not in the intended location of their pain. Impedance check was normal. Paresthesia mapping revealed stimulation in the incorrect area with all electrodes. X-rays of the device were ordered to investigate lead migration. If the leads had migrated on x-ray, the patient was considering surgical intervention to reposition the leads. Results were unknown at the time of this report and no other actions/interventions had been planned. If additional information is received, a follow-up report will be sent.